Event description:
It was reported that a patient experienced repeated infusion site failures, requiring replacement of three infusion sets due to bent cannulas, resulting in interrupted insulin delivery. The patient developed hyperglycemia with blood glucose levels reaching approximately 600 mg/dl. After replacing the infusion site, insulin delivery resumed and glucose levels improved to 103 mg/dl. There was a patient involvement and there were no additional adverse consequences.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.